Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of electrode detached.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during a procedure performed on (B)(6) 2024. During the procedure, after a few applications, the tip came loose from the catheter when cleaning it outside the patient. The tip was fixed with micropore to the handle. The procedure was completed with another same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of electrode detached. Block h11: the returned orise proknife was analyzed, and product analysis observed the device was without any visible failure. Functional inspection observed the electrode was able to extend and retract completely. The electrode was not detached. Based on all available information, the most probable conclusion code is no problem detected since the device was returned without any visible failure, and after a functional inspection, the electrode was able to extend and retract completely.

Event description:
It was reported to boston scientific corporation that an orise proknife was used during a procedure performed on (B)(6) 2024. During the procedure, after a few applications, the tip came loose from the catheter when cleaning it outside the patient. The tip was fixed with micropore to the handle. The procedure was completed with another same device. There were no patient complications reported as a result of this event.